Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The customer¿s current blood glucose value was 386 mg/dl. The customer treated a high blood glucose value with a manual injection or an insulin pen. The customer did not experience any symptoms of a high blood glucose value. The customer had been using an insulin pump system within 48 hours of a reported high blood glucose event. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Unit passed dat test at 0.0870 inches. No under-delivery anomalies were noted during testing. The unit successfully downloaded to thus and carelink. Confirmed 5 units of normal bolus were delivered on (B)(6) 2022 between 01:28:24.000 and 08:44:13.000. Pump was cut to perform a visual inspection and found evidence of moisture damage on the force sensor and motor home switch. Force sensor zero offsets within specification with 23.8 mv. The motor was tested outside of the unit it passed. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, pillowing keypad overlay, and stained keypad overlay. The pump passed functional testing and no under-delivery anomalies were noted during testing. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.